Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Hole observed during explant, replacement surgery. "Valve straps cut for removal" was reported and is not device related.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flow opening. ¿ valve leak and/or damage and use error: observed broken on plug strap assessed as unidentified (tear) opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation, hole observed, valve straps cut for removal which is not device related. Device has been explanted and replaced.